Manufacturer narrative:
Patient weight is unknown. Date of event is unknown. Additional procodes: mni, mnh, kwp, kwq. Lot number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a t10-ilium posterior spinal fusion with synthes universal spinal system (uss) on (B)(6) 2017. On an unknown postoperative date, the patient broke the left rod just caudal to the s1 screw. The right rod was intact. The patient also developed proximal junctional kyphosis above the top of the construct. The surgeon performed revision surgery on (B)(6) 2018, and removed both rods. The surgeon then placed new uss screws above the previous fusion at t7, t8, and t9 to address and correct the patient's kyphosis. The surgeon then contoured new rods and connected them from t7-ilium. The procedure was successfully completed. Patient outcome is unknown. Concomitant devices: uss screws, part: unknown, lot: unknown, quantity: unknown; titanium collar, part: 498.010, lot: unknown, quantity: 2; titanium nut 11mm width across flats, part: 498.003, lot: unknown, quantity: 2; rod, part: unknown, lot: unknown, quantity: 1. This report is for a 6.0mm titanium (ti) precontoured rod 65mm straight length/400mm. This is report 1 of 1 for (B)(4).